Manufacturer narrative:
(B)(4);upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker exhibited high pacing thresholds and loss of capture. The asystole was greater than 2 seconds. The physician elected to explant this device at the procedure to cap the associated lead due to the device being near end of life (eol). There were no adverse patient effects reported.